Event description:
A paramedic of the customer, reported to our distributor that the cot would not lock into the fastening system. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Rail assembly. Unit was evaluated by the customer.